Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient experienced peri-implantitis at implant tooth site #30, with associated abscess and inflammation. Patient went for cleaning appointment where the hygienist took routine radiographs and noticed the fistula and exudate draining from implant on the buccal. The doctor wanted a cbct after noticing the fistula and drainage from the area, wanted to remove the implant but needed medical clearance from the patient's medical doctor (md) because the patient was taking evenity (bisphosphonate) for osteoporosis. The patient's md provided a signed document giving clearance to surgically remove the implant while the patient was still taking evenity (bisphosphonate). The implant was removed, and bone graft material was placed.